Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported sensations while recharging. The following troubleshooting steps were performed. Additional troubleshooting information: patient said the recharger is "sparking" and they can hear it. Patient said they had it sitting on the arm of a chair and they could hear the metal ports "sparking" and "shocking". Patient put the recharger over ins w/ a pair of shorts between the skin and the recharger and was still able to feel the shocking. Patient said starting 9-10 months ago around (B)(6) 2021 when the patient is charging it feels like they are being burned directly under the metal prongs. Patient said they feel this even w/ clothing between the skin and the recharger. Patient said they have changed programs and are not sure if it started before after they changed programs. Patient said they feel the shocking all the time - both when the recharger is searching for the ins and while it is connected to the ins and charging. Additional information received indicated that the patient said 3-4 months after implant they saw what looked like a "pdr" message. Reviewed likely por message. Reviewed this can occur when the ins depletes. Patient said the ins is turning off by itself event when the ins is not depleted. Patient said the ins has turned off by itself when 40% charged before. During the call the patient started a charging session and the ins was at 80% and therapy was off. Agent did not ask about the circumstances that led to the reported issue. Redirect to doctor if issue persists. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.